Manufacturer narrative:
The test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a blank display due to cracked ic u6 on the electronic assembly. Unable to perform the functional tests, including sleep current measurement test, active current measurement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test due to the blank display. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay and cracked retainer. In summary, customer alleged blank display confirmed. Unable to verify for battery power loss due to the blank display anomaly. Charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery is depleting fast that needs to change battery every 4 days and received the replace battery now alert and tried replacing with new batteries many times but the pump won't turn back on. The customer experienced hyperglycemia. The event involved product(s) mmt-1884. Troubleshooting was performed for the replace battery alert, and receiving an alarm in less than 8 hours after the low battery warning. Troubleshooting was performed for the low battery alarm, and the replace battery was found in the alarm history. Troubleshooting was performed for the frozen screen and the customer calling back after installing a new battery, monitoring pump for 2 hours, and frozen display recurred. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.